Event description:
The index procedure was urgent with a primary indication of acute myocardial infarction without shock. Diseased vessels with greater than or equal to 50% stenosis were native left anterior descending, and right coronary arteries and graft left anterior descending, and right coronary arteries. Three targets sites were treated: the native proximal lad, which received a taxus 20mm x 2.75mm stent, the mid lad, which received a taxus 12mm x 2.5mm stent, and the left main, unprotected, in which a cypher 13mm x 3.50mm stent was implanted. Only the mid lad lesion was de novo, as the proximal lad and left main were restenotic lesion after stenting. Additional information was requested and noted that both restenotic lesions after stenting were of cypher stents.